Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4): evaluation results:visual inspection of the returned lens showed the lens was received in liquid, split in half and a haptic plate was torn. (B)(4).

Event description:
The reporter stated they were sent the indigo-p injector and the surgeon prefers the nanopoint system. Regardless, the surgeon proceeded to insert the cc4204a implantable collamer lens and it tore as the surgeon pressed it thru the cartridge. The lens was partially inserted in the eye and removed without any patient injury. The replacement lens was inserted without incident. The reporter stated the event was likely due to a loading error.